Event description:
Product reference number: 2017865-2025-00012. It was reported that the patient was hospitalized for reasons unrelated to their cardiac device. While in the hospital, it was observed that their dual chamber pacemaker was not properly capturing. Upon interrogation, their right ventricular (rv) lead showed intermittent non-capture. The patient's pacemaker and rv lead were explanted. The pacemaker was successfully replaced with an implantable cardioverter defibrillator (ICD). Patient was recovering.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed by analysis. As received, a partial lead (only distal portion) was returned in one piece. Final analysis found no anomalies except for procedural damage. There was no indication of conductor fractures or internal shorts. Analysis returned normal.